Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited noise; no other electrical anomalies were noted. The lead was capped and replaced successfully. The patient tolerated the procedure well and would continue to be offered normally.